Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. D6a: implant date- used the first date of the month of the aware date as no implant date was provided. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. A 5.00 x 20mm synergy megatron drug-eluting stent (des) was advanced for treatment. After deployment of the stent, the delivery system ballon was stuck inside the stent despite it being deflated. Difficulty was also experienced jailing a side branch. An additional stent was used and the procedure was completed with no patient complications. The patient fully recovered.